Manufacturer narrative:
Product evaluation: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedures, anterior capsule contraction occurred. The physician was concerned about the contracted portion covering the iol making it appear white, and visually bothering the customer. It was hard to see when performing vitreous surgery. Anterior capsule contraction had occurred with almost all the same iol model used even though he/she had used the iol continuously since the surgical site had opened. Additional information was provided indicating that the number of cases is not known. There was at least one case which went through yag treatment because the physician did not like the way it looked. No more details can be provided from the physician.